Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels were reported to be high, but no specific value was reported. Patient reported that she was not receiving the insulin she needed and that there were communication issues between the pod and glucose sensor. Symptoms reported include hyperglycemia. Details regarding treatment were not reported. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.n986usqsehyh1 hardware: sm-n986u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.